Manufacturer narrative:
Method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure on (B)(6) 2011 at level t12. Patient reported significant lower extremity neurological deterioration immediately postoperative (versus status preoperative) with parasthesia and neuropathic pain. Reportedly, as of (B)(6) 2012, patient has improvement of lower extremity. Residual numbness is present in the right lower extremity. It was noted that patient was re-hospitalized on (B)(6) 2011 with colitis, kidney infection, and recalcitrant pain. No further information was reported.